Event description:
Healthcare professional reported right side "on ultrasound study, as a dirty shadow (free silicone) in all quadrants, next to the capsule (residual)". Healthcare professional reported later "rupture, with a possible small amount of extracapsular silicone in the inferomedial quadrant.". Device remains implanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "on ultrasound study, as a dirty shadow (free silicone) in all quadrants, next to the capsule (residual?)". Healthcare professional reported later "rupture, with a possible small amount of extracapsular silicone in the inferomedial quadrant." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.